Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had autofill failure alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields are e1 event site telephone. Updated fields are b4, g3, g4 PMA 510k, g6, h2, h6 type of investigation, investigation findings, investigation conclusion and h11. Sarah, a cicu registered nurse, reported that staff were unsure how to respond to the alarm. The charge nurse intervened by unplugging and reconnecting the system, which cleared the alarm and allowed therapy to resume. Sarah confirmed that there was no blood in the helium tubing and that all cables and connections were secure and appropriately connected. Esp personnel explained standard troubleshooting practices, including use of the iab fill key, and clarified why disconnecting and reconnecting the helium tubing would resolve the condition, noting that this action results in multiple autofills rather than a single controlled autofill. Sarah further reported that the patient had been very restless and moving frequently in bed. Esp personnel explained that the autofill failure alarm was likely caused by a transient restriction associated with patient movement. Sarah confirmed she was comfortable managing the alarm if it recurred and was advised to call for further assistance if the alarm occurred more than twice within an hour.

Event description:
N/a.